Event description:
It was reported that this right ventricular lead exhibited oversensing and loss of capture. X-rays were performed and it was confirmed that the lead had experienced dislodgement. A lead revision was performed and the lead was repositioned. This lead remains in service. No further adverse patient effects were reported.